Event description:
It was reported that (1) device was used during a laparoscopic appendectomy. It was reported by the rep that on the first firing of the atb35 instrument, across the meso appendix, the device would not fire staples or cut the tissue. Another instrument was used to complete the case. The or time was extended 5 minutes.